Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent caesarean section on (B)(6) 2015 and suture was used. Following the procedure, the patient experienced dehiscence and eventration and evisceration were observed later. The patient underwent another surgical procedure. Additional information has been requested.